Manufacturer narrative:
The complaint received states that during an interventional procedure the brite tip guide catheter had coating delamination. This is a male patient with unknown age. The target lesion was the proximal lad. The lesion was de-novo and slightly calcified, but was not tortuous. There was 90% stenosis. A brite tip ((B)(4)) catheter was used for the procedure without friction with other devices and the procedure was finished successfully. There is no detailed information regarding this procedure. After the procedure, the physician noticed there was a gray material approximately 1-2 mm in size on a white tray where the catheter was placed in. It is unknown when or where the material came off, but the material was most likely to be the inner coating of the catheter due to the color. The physician visually checked other devices used for the procedure, but there was no other device with the same color. Therefore, the physician cut the catheter and checked the inside of the gc and then suspected that the inner coating had come off from the gc because the inner coating appeared very similar to the material in color. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. There was no report of injury for the patient. One non sterile unit of gc vista brite tip 8f .088 was received in 2 pieces inside of a plastic bag with zip; along with the catheter an unknown small gray material (size: 1 mm x 2 mm) was received in a double small plastic bag. The catheter body/shaft was cut at 23.2 cm from distal end; the proximal segment of the catheter had a lengthwise slit. No other discrepancy was detected during the visual analysis. The proximal end and distal end (hub/body junction and brite tip respectively) were inspected under microscopic device and no delamination or removed ptfe was detected. The catheter's segments were cross sectioned longitudinally to inspect the inner lumen for damages and/or missing coating (ptfe) and it was confirmed that ptfe was not delaminated/ lifted; inner lumen was clear and ptfe was properly adhered to the body. The segment of the small gray material was sent to the ft-ir analysis (fourier transform infrared spectroscopy) in order to identify the unknown material received with the catheter. The three main components of the vista brite tip catheter (ptfe, body, and braid wire) were provided to the lab in order to compare the spectra with sample of interest. The conclusion of the ft-ir analysis is as follows: "from the results obtained, it can be concluded that the sample is composed of at least 90% certainty from (B)(4) and did not come from any of the suspected main product components ptfe coating, body, or braid wire". As an additional investigation, the gc manufacturing area was reviewed in order to investigate for potential materials and tools used during the catheter manufacturing process that could be similar to the unknown gray material and it was found that sleeves and stoppers used during the assembly process have different colors (sleeves are red/orange and stoppers are white); as well, the texture of these components is different. Additionally, there are not tools used in the process that could be similar to the unknown material. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer "delaminated" coating was not confirmed due to no discrepancies were found during the ft-ir and microscopic analysis. Neither the product analysis nor the DHR review results suggest that the reported failure is related to the manufacturing process. Controls are in place to verify the catheter for delamination condition; the produced catheters are inspected 100 % before leaving the facility. Several inspections are performed throughout all the guiding catheter assembly process operations. Reference on router sheet number (B)(4). Therefore, no corrective and preventive actions will be taken at this time. The reported delamination complaint was not confirmed on analysis. The inner lining of the catheter was intact and the unknown substance returned with the product does not match either the catheter components or any of the assembly process parts. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the reported event.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's age was unknown, but was a male. The target lesion was the proximal lad. The lesion was de-novo and slightly calcified but was not tortuous. There was 90% stenosis. A brite tip (8f jl4) catheter was used for the procedure without friction with other devices and the procedure was finished successfully. There is no detailed information regarding this procedure. After the procedure, the physician noticed there was a gray material approximately 1-2mm in size on a white tray where the catheter was placed in. It is unknown when or where the material came off, but the material was most likely to be the inner coating of the catheter due to the color. The physician visually checked other devices used for the procedure, but there was no other device with the same color. Therefore, the physician cut the catheter and checked the inside of the gc and then suspected that the inner coating had come off from the gc because the inner coating appeared very similar to the material in color. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The catheter and the small gray material will be returned for analysis. The catheter was cut at 22cm from the distal tip and lengthwise the slit was made at the proximal cut end by the physician. The small gray material (size:1mm x 2mm) will be returned in a double small plastic bag with zip.